Event description:
Product was received without information.

Manufacturer narrative:
(B)(4). Analysis of the catheter revealed a hole in the catheter body caused by deep abrasion.

Manufacturer narrative:
(B)(4)